Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 6.0 x 80 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as possibly related to the device and not related to the procedure. It was target lesion related. The patient came in for her 12-month study visit on (B)(6) 2023 complaining of recurrent claudication and pain in the left foot overnight. Ultrasound showed that the left sfa stent was occluded and the ankle brachial index (abi) was decreased from 0.65 to 0.35. She was taken in for an angiogram on (B)(6) 2023 which showed the sfa was patent for short distance and then occluded. There were segmental areas with a small amount of flow throughout the sfa and popliteal artery down to about the knee. She was treated with laser atherectomy and pta/standard balloon angioplasty. Completion arteriogram showed brisk inline flow throughout the entire treated area with no evidence of residual stenoses. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 6.0 x 80 mm stent which was used to treat a restenotic lesion of the superficial femoral artery (sfa) distal third to proximal popliteal. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as possibly related to the device and not related to the procedure. It was target lesion related. The patient came in for her 12-month study visit on (B)(6) 2023 complaining of recurrent claudication and pain in the left foot overnight. Ultrasound showed that the left sfa stent was occluded and the ankle brachial index (abi) was decreased from 0.65 to 0.35. She was taken in for an angiogram on (B)(6) 2023 which showed the sfa was patent for short distance and then occluded. There were segmental areas with a small amount of flow throughout the sfa and popliteal artery down to about the knee. She was treated with laser atherectomy and pta/standard balloon angioplasty of the sfa proximal third to distal popliteal artery. Completion arteriogram showed brisk inline flow throughout the entire treated area with no evidence of residual stenoses. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. The cec adjudicated this event as not related to the device. Section b.5. Was updated to reflect the cec adjudication., g.6., and h.11. Have been updated to reflect the report type (follow-up 02) and the sections that have been updated in the report.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 6.0 x 80 mm stent which was used to treat a restenotic lesion of the superficial femoral artery (sfa) distal third to proximal popliteal. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as possibly related to the device and not related to the procedure. It was target lesion related. The patient came in for her 12-month study visit on (B)(6) 2023 complaining of recurrent claudication and pain in the left foot overnight. Ultrasound showed that the left sfa stent was occluded and the ankle brachial index (abi) was decreased from 0.65 to 0.35. She was taken in for an angiogram on (B)(6) 2023 which showed the sfa was patent for short distance and then occluded. There were segmental areas with a small amount of flow throughout the sfa and popliteal artery down to about the knee. She was treated with laser atherectomy and pta/standard balloon angioplasty of the sfa proximal third to distal popliteal artery. Completion arteriogram showed brisk inline flow throughout the entire treated area with no evidence of residual stenoses. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The device remains implanted. The clinical events committee (cec) adjudicated that this event was not related to the device and this adjudication was reviewed by veryan on 06-feb-24.